Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be detached from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon for closure during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. There was some sound heard; however, the joint was not separated. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon for closure during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. There was some sound heard; however, the joint was not separated. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be detached from the catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly since the catheter was cut. Microscopic examination was performed, and it was found that the catheter had evidence of a mechanical cut. No other problems with the device were noted. The reported event of clip could not be detached from the catheter was not confirmed. Investigation found that the device was returned without the clip assembly since the catheter was cut and with evidence of a mechanical cut on the detached section of the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.